Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient went to charge the ins last night, but he wasn¿t able to charge or turn the ins on. The consumer described seeing the informational power on reset (por) screen on the patient programmer (pp). The consumer wasn¿t with the patient at the time of the call, so the consumer was provided with instructions on how to clear the por with the pp. No further complications were reported.